Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 5.7 mmol/l, 12 mmol/l, 14 mmol/l, and 7 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer has discarded the test strips; replacement was sent.

Manufacturer narrative:
The incident occurred in (B)(4).